Manufacturer narrative:
An additional lot number was reported (lot # m004993). However, the cause of the event is not due to the cartridge. The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was elevated; however, customer stated that elevated blood glucose level had no relation to cartridge alarm 19 or pump.